Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted four unopened, foley trays. A sampling plan of two two-way silicone foley catheters were tested. The catheter balloons were inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and were allowed to rest for 30 minutes with no observed leaks. The catheters were passively deflated with no issues or cuffing noted. The balloon concentricity was observed to be 60:40 for both catheters. This meet specification per inspection procedure which states, "pinholes are not permitted." Active length of the catheter balloon were measured (0.7895" and 0.7830") and found to be within specification (.6"-.9"). No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. " correction: d,h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out while turning patient three times, the balloon was deflated, failed to keep the catheter in place. The fourth foley was tested before insertion and water squirted out of the balloon and caused patient harm/trauma with having to reinsert invasive foley catheter four times.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter fell out while turning patient three times, the balloon was deflated, failed to keep the catheter in place. The fourth foley was tested before insertion and water squirted out of the balloon and caused patient harm/trauma with having to reinsert invasive foley catheter four times.